Manufacturer narrative:
G2. Foreign: portugal. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received. No actions were made to solve the impedance problem, the medical team preferred to change the stimulation contacts to contacts with normal impedances in order to obtain the same clinical benefit. Despite the impedance problem persisting in certain electrodes, it was possible to obtain the same clinical benefit by changing the stimulation program (using electrodes with normal impedances). The cause of the impedance issue was not determined. Ins model / serial number info, and info regarding the patient¿s fall will be gathered at the patient¿s next follow-up. Additional information was received. Ins model and serial number provided. (B)(6) 2023 was confirmed as the date of the patient¿s fall, cause of the impedance issue is still not known. Date of follow-up appointment is also not known, rep will follow-up with the physician.

Manufacturer narrative:
D6a: date inaccurate, only the month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative. It was reported that the patient had 50% relief prior to the elevated impedance issue. The cause of the issue was unknown. It was noted that the stimulation programming was altered and the pulse width was increased. The issue was not resolved. A follow-up appointment was to be scheduled so they could try and resolve the issue.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for occipital nerve stimulation (ons). It was reported that the patient recently had an MRI scan (which was off-label due to the ons leads within the coil). No heating or abnormal sensations were experienced during the MRI. They performed an impedance test after the MRI scan. When comparing these impedance results with previous impedance results, it turned out that the impedances (from the in-use contacts) were elevated, but still in range. Additionally, the patient experienced a fall on his forehead, not so long ago. Since the fall, the recharge frequency of the intellis increased from 1 to 2 times per week, to once every day. Since the fall, the patient was not able to increase the stimulation amplitude and received an oor message on their patient programmer (although the healthcare provider (hcp) does not see the oor message on the clinician programmer). With the in-use contacts (with elevated impedances) the patient only received sub-optimal therapy effect. They tried to reprogram the system using other contacts, however this resulted in no therapy effect at all. The manufacturer representative (rep) was advised to try troubleshooting including multiple impedance tests and x-rays as well as reprogramming.

Manufacturer narrative:
G2. Foreign: portugal. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.